Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b7, d6b, h6.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Healthcare professional reported, right side "rupture". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.